Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that damage to the product was discovered when unpacking the central venous catheter. A hole was found in the extension line (cs-15703-e; affected batch number 71f22m1612) during insertion, and one extension line (de-15853-kwen; affected batch number 71f24h1309) was found to be slit during preparation. A third catheter was used to resolve the issue. The patient had no harm or injury. The associated emdr report numbers are 3006425876-2025-00156.

Event description:
It was reported that damage to the product was discovered when unpacking the central venous catheter. A hole was found in the extension line (cs-15703-e; affected batch number 71f22m1612) during insertion, and one extension line (de-15853-kwen; affected batch number 71f24h1309) was found to be slit during preparation. A third catheter was used to resolve the issue. The patient had no harm or injury. The associated emdr report numbers are 3006425876-2025-00155 and 3006425876-2025-00156.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show a 3-lumen catheter with a leak from the distal extension line. The customer returned one, 3-lumen catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed a hole in the distal extension line towards the juncture hub. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole in the distal extension line measured 16 mm from the juncture hub. The distal extension line outer diameter measured 2.14 mm, which is within the specification limits of 2.13-2.21 mm per distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per distal extension line extrusion product drawing. The catheter body length from the juncture hub to the distal tip measured 212 mm, which is within the specification limits of 208.5-225 mm per catheter product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal extension line flushed as intended. Leaking was observed from the hole in the distal extension line when it was flushed. A device history record review was performed, and no relevant findings were identified. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole in the distal extension line. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.